Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned. Visual, functional and fourier transform infrared spectroscopy (ftir) analysis was performed on the returned device. The reported complaint was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined the blockage in the tip appears to be related to a potential product quality issue. The issue is being addressed per internal operation procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that when unpacking the 5.50x120mm supera self expanding stent system (sess) the shaft was noted to be separated and the distal marker flaking from the sheath. The sess would not advance over the 0.018inch guide wire as the shaft of the supera was occluded. The device was not used. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.